Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for multiple patients. Per customer, four patient samples initially gave accu tni results above the ami cut-off. The samples were re-tested on a different instrument in the customer's lab and negative accu tni results were obtained. The customer also stated that only one patient's erroneously high accu tni result was reported out of the lab and questioned by the physician. Exact patient data and results have not been supplied to date. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was performed after the event and level I was out of specifications. Customer then recalibrated accu tni several times using different lot numbers of reagent and calibrator and obtained failing results. A customer technical services (cts) advised the customer not to use the instrument until service could go on-site. Customer changed aspirate probes, ran a system check and a special clean. Qc was passing on all packs of accu tni, but the instrument was put into limited use. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced peri-pump tubing, sample probe and pipettor #4 tip. The fse cleaned wash wheel and checked alignments. Customer recalibrated the instrument and ran qc. The fse verified the instrument per established procedures and results met published performance specifications. In a follow-up with the customer in 2008, no issue were noted with calibrations and qc was performing well. Hardware issue may have contributed to this event. However, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.